Manufacturer narrative:
Continuation of d10: 2272 ipg implanted on (B)(6) 2023. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were potential right atrial (ra) lead and right ventricular (rv) lead interaction which resulted in the implant of a leadless implantable pulse generator (ipg) for back up pacing. Post implant of the leadless ipg the patient experienced pericardial effusion and cardiac tamponade. The patient required medication and a pericardial drain. The leadless ipg exhibited increased pacing thresholds. The transvenous pacing system and leadless ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was an increase in the ventricular pacing. After the transcatheter tricuspid valve replacement (ttvr) procedure the device was again interrogated, and it was noted that the patient was indeed pacing dependent. There was also some telemetry evidence of possible non-captured beats. This in addition to registry data suggestive up to 10.7% lead failure rate after lead entrapment (up to 7 months out from the procedure).